Event description:
After approximately one month on heartware system support, this patient reported "muffled" low priority alarms from his controller. He presented to his clinic where it was confirmed that alarm volume was faint and an elective controller exchange was performed. There was no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
The controller was returned to heartware for evaluation. The reported event for low alarm sound could not be confirmed. The controller passed functional testing and acoustic testing confirmed that alarm sound levels were within specifications. No additional information will be forthcoming.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.